Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be tested as it was related to operational context. The reported stent dislodgement could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and patient effect appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) failed to cross due to interaction with the lesion. Additionally, it was reported that the stent dislodged during use. Analysis of the returned device was unable to confirm the stent dislodgement, as the stent was present on the sds crimped between the balloon markers. Analysis did note material deformation on the stent, in the form of lifted struts. This type of damage aligns with interaction with the anatomy. In this case, it is likely that manipulation of the sds, when resistance with the anatomy was met, contributed to the stent deformation. Additionally, it was not reported if an intervention was performed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 4.0x18mm xience sierra stent delivery system (sds) failed to cross and upon removal, a damaged area was noted to have no material. Unknown if there was intervention performed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated as 09/01/2024. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.